Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's pump did not alarm no delivery. Customer removed the set from his body and the cannula was bent. Customer changed his set because his high blood glucose level was not going down. Customer's blood glucose level was 589 mg/dl last night. Customer felt bad and his head was hurting. Customer has treated with a shot. Troubleshooting was performed. Customer ran a manual prime and the insulin exited. Customer does not have a tubing clamp. Customer will be sent a tubing clamp and was advised to call back to continue troubleshooting. Customer was advised to change the entire set, reservoir, and insulin. Customer called back and the pump passed the high pressure test. Pump was working as designed. Customer was advised to monitor the issue. No further assistance needed.